Manufacturer narrative:
(B)(4) eval results: visual inspection of the returned product found the lens optic torn into pieces, with one haptic torn off. The lens was returned in liquid. (B)(4).

Event description:
The reporter indicated the surgeon inserted a cq2015a collamer aspheric three piece lens and the lens tore. The lens was removed with no pt injury. Another same model lens was implanted. An anterior vitrectomy was performed as a planned procedure. The reporter indicated that the cause of the torn lens was due to having been loaded incorrectly.